Event description:
Healthcare professional reported "no complaint against the device" and later reported "implant deflated with 14ga needle radial edge". This record is for the left-side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation/use error: observed an opening through microscopic inspection assessed as surgical damage per rga. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "no complaint against the device" and later reported "implant deflated with 14ga needle radial edge". This record is for the left-side. Device has been explanted and replaced.